Event description:
It was discovered on 4/02 that the pt's left breast implant had deflated. Admitted to same day surgery to have both breast implants removed and both replaced. The left implant had deflated, but the right was intact.